Event description:
Mandibular reconstruction plate was found to be broken during an xray on (B)(6) 2012.

Manufacturer narrative:
Product not returned by facility. If further info is acquired that leads value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.